Manufacturer narrative:
G4: 12feb2021. B4: 18feb2021. H11:g5: k102985. H10: the central processing unit (cpu) was returned for analysis. Visual inspection revealed no anomalies. A failure investigation (fi) technician installed the cpu pcba into a fi ventilator to duplicate the reported issue. During the unit testing the cpu pcba was installed in the fi test ventilator and the customer complaint could not be verified. Test ventilator with returned cpu pcba powered on normally and exhibited no restart behavior during testing. No fault was found. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 02sep2020.

Event description:
It was reported to philips that the device would not power on. The device was not in clinical use at the time of the event, and there was no report of patient harm or delay in therapy. A philips field service engineer (fse) was dispatched to the customer site and confirmed the reported issue. The fse checked the power supply connections and verified all the pm (power management) board connections were seated properly and found the cpu (central processing unit) was not working. The cpu board was replaced and the device successfully passed all testing.